Event description:
It was reported on (B)(6) 2010, that the patient's ins recharger screen was unresponsive. The recharger was to be reset. It was later reported, on (B)(6) 2010, that there was a "xxx" reading for impedance and amplitude levels. It was suggested that this indicated a possible short circuit. The patient reported not feeling device stimulation. Additional information was received stating that the manufacturer representative was not able to reset the recharger. The patient was, thus, not able to receive stimulation. The patient opted to not do anything else regarding the stimulation. No further details or patient outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).